Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the reported clip opening while establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the valve. While establishing final arm angle (efaa), the clip opened. Efaa was attempted again and failed therefore the cds was removed. Another clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.